Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Reference manufacturer numbers: 3006705815-2019-02669, 1627487-2019-08114. It was reported the patient presented to the ER on (B)(6) 2019 due to experiencing fever, chills, and nausea symptoms which began approximately 3 weeks prior to seeking medical evaluation. It was reported that the patient had been picking at the healed incisions, causing a hole to form at their right midline incision site. Per the patient's request, the physician opted to explant the entire system on (B)(6) 2019. In addition, labs were drawn and levels were within normal range. Cultures were obtained; however, results are unavailable at this time. Postoperatively, the patient was treated with IV antibiotics for one day. There were no visible sign of infection; therefore, the patient was not prescribed oral antibiotics upon discharge.